Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and low blood glucose levels. Customer¿s blood glucose level was 38 mg/dl. Customer treated their low blood glucose levels via food. The customer also reported that the insulin pump alarmed insulin flow blocked. Customer's blood glucose level was 270 mg/dl at the time of incident. The customer stated that the insulin did exit during troubleshooting customer declined to troubleshoot for high and low blood glucose levels. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.